Event description:
Information was received which reported that the pt had been hospitalized for incidence of hypoglycemia. The pt reportedly lost consciousness due to severly low blood glucose and was hospitalized. The pt is concerned that the device is not working properly. The pt went on to report that the device is louder then usual and had been consuming batteries at an increased rate, sometime within one week. Additionally, the reporter stated that the last time she loaded a cartridge it took 36 units to prime her infusion set, which she stated seemed excessive. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.